Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection. No cosmetic damage was noted.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 99 mg/dl. Customer stated that she was unable to clear the alarm. Customer reported that the esc button was stuck for about 11 minutes. Customer just got this pump about a week ago or so. Customer always keeps the pump in her back pocket. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.